Manufacturer narrative:
(B)(4) support troubleshot with biomed and advised him the sedecal console needed to be replaced. Facility biomed wanted to replace console inhouse. Field service engineer followed up with biomed who reports that he received and installed the new console and the sedecal monitor and generator were working normally at this time.

Event description:
On (B)(6) 2011, customer reports staff noted the sedecal console failure to start the generator at the beginning of days procedures. Customer does not have a back up room. Procedures requiring fluoro are not being performed. No reported injury.